Event description:
An unremediated pump with software version 5.04.00 was returned to baxter for service. During product evaluation, an inoperative keypad on the channel a pump head module was discovered. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.